Event description:
It was reported that during central processing, the prograsp forceps instrument jaws would not open. The customer completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was found to have a broken grip at the tip. The instrument was placed and driven on an in-house system. The instrument passed the grasping, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument was fully functional. No product issue was identified. The instrument was found to have a broken grip at top of the grip. The broken piece was not returned.